Event description:
Customer called to report a pod that alarmed while wearing it. The customer also stated he had high blood glucose levels (bgs) while wearing this pod. His bg's ranged 172-336 mg/dl before taking this pod off and starting a new one. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.